Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents with specs. No unexpected failed battery test. The device alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. The motor passed the motor test. The unit was received with cracked battery tube threads, vibrator rattling due to adhesive not adhering to case. Meter test board and bolus delivery work properly and no loud noise noted. Loud noise due to vibrator anomaly. The unit had missing end cap sticker.

Event description:
The customer reported that she changes the battery every four days and there is a missing piece in the battery compartment. The caller stated that the insulin pump is making a loud noise while the glucose meter sends the blood glucose over and when she delivers a bolus. The customer stated that the device alarmed low battery even after changing the battery. The caller also mentioned that the insulin pump alarmed motor error. The blood glucose reading was 114mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.